Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient sustained multiple head injuries in 2007. After the injury, the patient was unable to hear with his cochlear implant system. Testing done at the clinic were consistent with open-circuit electrodes. A CT scan was done (date not provided) to determine placement and structural integrity of the cochlear implant device, results were not reported. Results of an integrity test done about 8 days later, were consistent with normal receiver/stimulator function and multiple open circuit electrodes. Explantation/reimplantation surgery had not been scheduled at the time of this report.